Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing great postoperatively. The explanted ipg will not be returned.